Event description:
Caller reported that a pump malfunction occurred after the pump was left in a car out of direct sunlight for about an hour. There was no reported adverse impact to the customer. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.